Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated he had been experiencing an approximate 60-point difference between his cgm and blood glucose. They stated that his neighbor checked on him because they had not heard from him. The neighbor found him unresponsive and called emergency medical services (ems). He stated that the ems blood glucose value was 18-27 mg/dl on their meter; however, his cgm displayed a value of 60 mg/dl. Ems administered four doses of dextrose and when he became alert, he could not move the right side of his body. Since then this has resolved. He was hospitalized for three days to rule out a cerebral aneurysm and for diabetes management. At the time of contact, the patient was in stable condition and slowly improving. Data was provided for evaluation. Confirmation if the allegation was undetermined and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.